Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. It was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to the button error alarm. Device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer's blood glucose value was low at 33 mg/dl. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.